Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hole in the PICC was confirmed and the cause appears to be related to the use of the device. The product returned for evaluation was one 5 fr tl powerpicc catheter. The catheter extended up to the 15 cm depth marker. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller tan 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed 2.2 cm from the proximal end of the triple-lumen tubing. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: ¿ longitudinal split with slight curvature. ¿ tensile weakness at the fracture site (due to material ballooning prior to burst). ¿ the catheter material was visibly lighter in color at the fracture site. A partial occlusion was observed distal to the burst site, and this may have contributed to the failure. Forceful flushing against an occlusion can cause this type of failure. The wall thickness of the catheter lumens were measured and found to be within specification.

Event description:
It was reported that during a dressing change, the nurse noticed leaking. The line was flushed and a hole in the PICC was observed. It was reported that there was no patient harm.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rect0843 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during a dressing change, the nurse noticed leaking. The line was flushed and a hole in the PICC was observed. It was reported that there was no patient harm.